Event description:
It was reported that a vns patient died from neurology. Follow-up was made to the funeral where the patient was taken and it was reported that based on the death certificate, the patient died from respiratory failure secondary to metastatic cancer. The relationship to their vns is not known at this time. Good faith attempts are underway for further details and thus far no further information has been attained. There product location is unknown.

Event description:
Additional information was received from the patient's treating neurologist. It was unknown to them if an autopsy was performed. They did not know if their death was vns related or not as they did not see the patient around the time of death. Their vns was programmed on at the time they last saw them so likely on at the time of death. They did not know the location of death other than a hospital.